Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump malfunction, confirmed that alarm did not recur after reset, and was advised to continue using pump and call back if any malfunction appeared again.